Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having cervical artificial disc replacement for myelopathy (upper), myelopathy (lower), herniated disc (upper), herniated disc (lower). Levels implanted: c4-c5. Complications: cancer it was reported that sinking of the implant into the vertebral body was noticed during regular imaging. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 6961460, PMA #p060018, UDI: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.